Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic ruptured aortic aneurysm using a two gore® tag® thoracic endoprostheses (tgt3415/7317774, tgt3415/7264553). On (B)(6) 2010, at a follow-up study, a distal type I endoleak was found. An additional gore® tag® thoracic endoprosthesis (tgt3115/7885120) was additionally implanted. Follow-up studies were periodically conducted. The distal type I endoleak remained. Medical therapies were taken. No further information was reported.